Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had experienced dizziness when getting out of the car. In addition, the patient indicated that since the clinic raised the low rate setting, they are no longer having this issue. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.